Manufacturer narrative:
Additional narrative: additional product code: gxl. Service history review: lot 004344/5415676 a service history of the past three years has been reviewed. The item was previously returned for service on march 15, 2013 and oct 30, 2013 due to motor failure. The customer called in a service request for this item on november 05, 2014 and reported the device is inoperable. The previous service conditions of motor failure are relevant to the current complained issue of the device is inoperable. The service history evaluation is confirmed. A service and repair evaluation was completed: the customer reported the device was inoperable. The repair technician reported the contacts were blackened, and the motor was running intermittently. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: gxl. Device is an instrument and is not implanted/explanted. A service history maintenance review was performed. The investigation of the complaint articles indicates that the: service history review: lot #004344 no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the service and repair department documented the hand piece for battery powered driver quantity 2 not were working. The malfunction was discovered during routine testing. There was no patient impact. No additional information will be made available. This report is 2 of 2 for (B)(4).